Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): lead received with helix fully retracted and the distal conductor distorted within the connector. Distal conductor has been over-retracted and distorted in the connector, leaving the helix unable to be extended and in the retracted position. Lead received with helix partly retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector.

Event description:
It was reported that, during the implant attempt, the helix mechanism broke on both leads. The leads were not implanted. No patient complications have been reported as a result of this event.